Manufacturer narrative:
Clinical review: a temporal relationship exists between hemodialysis treatment in the hospital with the fresenius 2008t hemodialysis machine and the patient¿s death. Based on the limited information available, the patient¿s cause of death cannot be determined. However, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius 2008t machine. The biomedical technician reported the fresenius 2008 t machine passed all functional tests post event and the machine has been returned to service. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius that an unknown patient expired while connected to the fresenius 2008t hemodialysis machine. It was reported that there were no diagnostic messages or audible alarms, and the death was not suspected to have been caused by the hemodialysis machine. The biomed contacted fresenius technical services to inquire if there were any internal machine logs that can be downloaded from the machine. Limited information was obtained through follow-up with the biomed. It was stated that the patient was receiving hemodialysis while hospitalized. The biomed did not have any patient information or treatment details available and attempts to follow-up with a medical professional were unsuccessful. Per the biomed, post event the fresenius hemodialysis machine was put through functional testing post, per hospital protocol. The biomed was collecting data for the machine for post event testing, per protocol only. It was reported that there were no malfunctions with the 2008t hemodialysis machine and that all functional tests passed. The hemodialysis machine has been returned to service without any issues, according to the biomedical technician. It was stated that the reported death is not suspected to be related in any way to the fresenius hemodialysis machine. The biomed confirmed they were collecting data for the machine for post event testing per protocol only.

Event description:
A biomedical technician (biomed) reported to fresenius that an unknown patient expired while connected to the fresenius 2008t hemodialysis machine. It was reported that there were no diagnostic messages or audible alarms, and the death was not suspected to have been caused by the hemodialysis machine. The biomed contacted fresenius technical services to inquire if there were any internal machine logs that can be downloaded from the machine. Limited information was obtained through follow-up with the biomed. It was stated that the patient was receiving hemodialysis while hospitalized. The biomed did not have any patient information or treatment details available and attempts to follow-up with a medical professional were unsuccessful. Per the biomed, post event the fresenius hemodialysis machine was put through functional testing post, per hospital protocol. The biomed was collecting data for the machine for post event testing, per protocol only. It was reported that there were no malfunctions with the 2008t hemodialysis machine and that all functional tests passed. The hemodialysis machine has been returned to service without any issues, according to the biomedical technician. It was stated that the reported death is not suspected to be related in any way to the fresenius hemodialysis machine. The biomed confirmed they were collecting data for the machine for post event testing per protocol only.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.